Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Both reported devices were received for evaluation; the events were confirmed during testing. Evaluation found a foreign substance in the trigger of 1 devices and interference with the trigger action of the other device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the trigger of the device was sticking or not returning to the home position, causing the device to continue to run after the trigger was released. There was no patient involvement; no patient impact.